Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary infusion of taxol which was connected to a primary infusion of ns had separated after 15-20 minutes of infusion and while the patient was in the restroom. The primary tubing separated at the distal y site of the tubing. There was no harm to the patient.

Manufacturer narrative:
The customer¿s complaint that the tubing separated and leaked was confirmed by a customer provided photo. The customer¿s photo was evaluated and the separation and leak was observed to be from the tubing to the smartsite outlet port. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary infusion of taxol which was connected to a primary infusion of ns had separated after 15-20 minutes of infusion and while the patient was in the restroom. The primary tubing separated at the distal y site of the tubing. There was no harm to the patient. Customer also mentioned they received anecdotal reports from within the facility regarding separations however no details were provided.

Event description:
The customer also mentioned they received anecdotal reports from within the facility regarding separations however no details were provided.